Manufacturer narrative:
(B)(4).

Event description:
A study core lab reported a visual observation of a thrombus during their image review of protocol-required, optical coherence tomography (oct) for this procedure. Per the procedure notes provided by the site, it was stated by the physician that no thrombus was noted during the procedure.

Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that myocardial infarction is a potential adverse event that may occur and/or require intervention with use of the system. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
Additional information received indicated the clinical event committee reviewed images and concluded that the use of the diamondback 360 coronary orbital atherectomy device may have contributed to a myocardial infarction.

Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a no flow event occurred after using a csi orbital atherectomy device (oad). The target lesion was 20mm in length, 90% stenotic and was located in the left anterior descending (lad) artery. The physician used a 6fr introducer sheath, jl5 guide catheter and a 0.014" whisper guide wire to access the lesion. The whisper guide wire was exchanged for a csi viperwire guide wire and the oad was loaded onto it. The physician performed one run at low speed and two runs at high speed. The patient started to complain of chest pain and angiography revealed complete occlusion at the site of original stenosis. The oad and guide wire removed and the whisper guide wire was re-inserted into the patient. The physician performed multiple balloon angioplasty inflations, but flow could not be restored. The physician then attempted thrombectomy, but could not restore flow. At that point, adenosine was administered which steadily improved flow and restored to timi grade 2-3. Two stents were deployed and were post-dilated which resolved the no flow event. The patient stabilized and chest pain subsided.